Event description:
We performed the intact procedure and it appeared to work without error. We were able to deploy the breast marker after the procedure. Upon post procedure we remove the wand from the biopsy holder, in this case the wand did not want to slide out of the biopsy handle. The tech had difficulty to pull the wand and the handle apart. In doing so the radiologist and tech noticed the connecting pins were not in there typical position. On the post procedure images, which were reviewed by the radiologist, he noted some small metal fragments at the biopsy site. These images were compared to our pre-biopsy images and the fragments were not present at that time. My email address: (B)(6).